Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "the pt had dislocated seven times since primary surgery. Dr suspects dislocation due to calcified bone on the greater trochanter was likely causing impingement."